Event description:
It was reported that the patient's lead had migrated, which was confirmed with imaging. Surgical intervention took place on (B)(6) 2023 where the lead was reposited to address the issue, therapy was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.